Event description:
It is reported that when the surgeon is inserting the screw, the screw broke under the screw head. Two screws broke at a screw hole on the proximal side of retrograde femoral nail (m/dn). The threaded portion of the screws are in the pt's femur.

Manufacturer narrative:
This report will be amended when our investigation is complete.